Event description:
Same event as 2182269-2012-00118. An 8f angio-seal evolution was selected for use on an obese patient following a catheterization and a pre-deployment angiogram accessed through a right femoral artery puncture. The physician was unable to advance the angio-seal carrier tube through the insertion sheath. The carrier tube was removed and again was attempted to be advanced through the insertion sheath but was unsuccessful. The sheath was kept in place in the patient and another angio-seal carrier tube was inserted, but the same problem occurred. Neither angio-seal was deployed, and the patient developed a large hematoma, hypotension, bradycardia, and precardial pain. Manual compression was applied for an hour, and the patient received the administration of efortil and atropine. The patient's hospitalization was extended due to this event.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.